Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was feeling stimulation in the correct location; it was just not covering her pain. The location of the pain is unknown. The patient stated it was a sudden change in symptoms. The patient stated she has had several falls prior to december and has had imaging performed, however the health care professional (hcp) did not see any damage to the components. The device was checked with the patient programmer (pp). The pp showed "stim on". The patient stated she worked with the current programs that she had and this had not resolved the issue. The patient was to follow-up with their hcp. The patient was now working with a new hcp. There is no outcome reported for this event. If additional information is received, a supplemental report will be submitted.